Event description:
A facility reported that during a spinal procedure, the mayfield composite series skull clamp (B)(4) moved and lost the clamping force. Small skin laceration was noted due to the skull pin. As a result, two sutures were applied to patient's skin. There was a 10 minute surgery delay as they changed the mayfield skull clamp to a new one. No revision or other medical intervention done due to the incident.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the mayfield composite series skull clamp (B)(6) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis -upon inspection of the unit, no issues were observed and the reported slippage could not be duplicated. Unit passed all specific functionality testing. The 80lb torque tested within pressure, and there is no movement in the lock when the clamp is positioned properly, and put into the locked position. Unit does have slight movement in the lock while in the unlocked position, however, this would not cause it to move once in the locked position. The disk ratchet and retainer will be replaced as a precautionary measure. General cleaning and maintenance has been performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Unit passed all specific functionality testing. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional information received indicates as follows: size and location of the laceration. > only 1 temporal laceration, right side, 2cm long, no bleed, 2 sutures.

Event description:
N/a.